Event description:
In december 2005, the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter gave error 4 and error 5. The senior medical affairs specialist attempted to contact the patient to obtain and verify information; however the medical affairs specialist was unable to contact the pt. The patient reported that on an unspecified date she obtained an error 4 and error 5 on the reportedmeter. Emergency services were contacted, and her blood glucose was reported to be 'very low'. The pt was given an intravenous treatment, and her blood glucose level was 'brought up to 360 mg/dl'. It is unknown if the result of 360 mg/dl was obtained by the paramedics or the emergency room physician. The pt was transported to the hospital. A lay user/reporter at the home of the pt stated the pt is on dialysis. The customer care advocate determined during the troubleshooting telephone call that the pt was using the correct technique for testing her blood glucose levels, correctly cleaning the meter, the reagents were handled appropriately, the room temperature was normal at the time of the incident, and the test strips were in good condition. No quality control testing was performed. The customer care advocate had the patient retest, and theerror 4 and error 5 did not reoccur. The results of the retested blood glucose levels were not documented. The meter, test strips and control solution were replaced. It would have been helpful to determine the results of the successful retest of the patients blood glucose on the reported meter, the time differencebetween the meter results and results obtained by the paramedics, the blood glucose results obtained in the emergency room, the treatment given the patient by both the paramedics and the emergency room physician, the patient's medication regimen, and her other medical conditions. This incident is being reported as an adverse event due to error messages that occurred on the meter, the pt was unable to obtain a blood glucose result; she experienced a hypoglycemic episode and had to receive treatment at the hospital.

Event description:
In dec 2005 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter gave error 4 and error 5. The senior medical affairs specialist attempted to contact the pt to obtain and verify information; however the medical affairs specialist was unable to contact the pt. The pt reported that on an unspecified date she obtained a error 4 and an error 5 on the reported meter. Emergency services were contacted, and her blood glucose was reported to be 'very low'. The pt was given an intravenous treatment, and her blood glucose level was 'brought up to 360 mg/dl'. It is unknown if the result of 360 mg/dl was obtained by the pramedics or the emergency room physician. The pt was transported to the hospital. A lay user/reporter at the home of the pt stated the pt is on dialysis. The customer care advocate determined during the troubleshooting telephone call that the pt was using the correct technique for testing her blood glucose levels, correctly cleaning the meter, the reagents were handled appropriately, the room temperature was normal at the time of the incident, and the test strips were in good condition. No quality control testing.

Event description:
In (B)(6) 2005 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter gave error 4 and error 5. The (B)(4) attempted to contact the pt to obtain and verify information; however the medical affairs specialist was unable to contact the pt. The pt reported that on an unspecified date she obtained a error 4 and an error 5 on the reported meter. Emergency services were contacted, and her blood glucose was reported to be 'very low'. The pt was given an intravenous treatment, and her blood glucose level was 'brought up to 360 mg/dl'. It is unknown if the result of 360 mg/dl was obtained by the paramedics or the emergency room physician. The pt was transported to the hospital. A lay user/reporter at the home of the pt stated the pt is on dialysis. The customer care advocate determined during the troubleshooting telephone call that the pt was using the correct technique for testing her blood glucose levels, correctly cleaning the meter, the reagents were handled appropriately, the room temperature was normal at the time of the incident, and the test strips were in good condition. No quality control testing.